Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred about one hour into the treatment. The cm reported that bright red streaks were observed on the outside of the fibers, but there was no visual evidence of blood in the dialysate. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient declined to be re-setup with new supplies, and they were sent home without completing their treatment. The sample was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: h2 was inadvertently left blank in follow-up #1 additional information: d9, h3 plant investigation: a sample from lot 24hu02011 was returned for physical evaluation. As this did not match the lot initially reported, a follow-up call was performed to verify the correct sample was returned for evaluation (which it was). The corporate provided blood port and dialysate port caps were attached to the device and the fibers were wet. No visual damage or irregularities were noted on the returned sample. The sample was subjected to a laboratory bubble point test. No leak was detected. The dialyzer was then subjected to destructive disassembly for further visual examination. No damage or irregularities were found. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was unable to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
Additional follow-up with the user facility revealed that the incorrect lot number was provided in their initial reporting of the event.

Manufacturer narrative:
Additional information: b5, d4, d9, h4 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional follow-up with the user facility revealed that the incorrect lot number was provided in their initial reporting of the event.